Manufacturer narrative:
The investigation is ongoing. H3 other text: the device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 3 years and 10 months post tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was failing. A medtronic valve was implanted in the sapien 3 valve in a valve in valve procedure. Per medical record review, the patient had central regurgitation and stenosis prior to valve in valve procedure.

Manufacturer narrative:
The complaints for ''post-implantation - stenosis'' and ''post-implantation - central regurgitation'' were confirmed based on medical records received. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was noted the patient received a medtronic valve on 4/7/2023 in a valve in valve procedure approximately 3 years and 10 months post tavr procedure with a 23mm sapien 3 valve in the aortic position. The patient had central regurgitation and stenosis prior to valve in valve procedure''. Per the IFU, stenosis is a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical records, patient had diabetes mellitus type 2. Diabetes is a known factor that may increase the risk of leaflet calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes) may have contributed to the stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Review of medical record confirmed that patient had a history of diabetes, which is known to increase the risk of valve calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. As such, available information suggests that patient factors (diabetes) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical record review. The following section of this report has been corrected: h.6 clinical code (corrected from 4580 to 4446). The investigation is ongoing.